Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure, on (B)(6) 2025, the handpiece was not cutting as it should and small metal shavings were noted in the cavity. The physician was able to remove all the shavings from the cavity with no patient impact or further care needed. The device was replaced and the procedure was completed successfully.

Manufacturer narrative:
Device was returned for investigation: a visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted, and the device was opening and closing the window as intended. A dissection test was conducted, and the blade had evidence of friction on it, there were metal shaving inside the handle and in the roller, there were plastic particles inside the handle. Hence, the complaint can be confirmed. This observation will be monitored and trended.